Event description:
It was reported that the patient contacted support stating they were unable to twist and lock the connectors onto the device and believed the issue was related to a new shipment of cartridges. The patient reported that the connectors could be attached to the device when no cartridge was installed and indicated there had been no issues with a previous shipment. A video was provided to demonstrate the issue. The patient stated that cartridges were not being overfilled, and it was determined that the connectors themselves were not the source of the problem. The cartridge lot number was documented, and replacement supplies were arranged. The patient was able to use cartridges from a different lot in the meantime. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.